Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. There was a persistent type 1a endoleak at the end of the case. After deployment the rings were ballooned at 19 minutes with a non-endologix balloon. An aortogram was performed post limb implant revealing the type 1a endoleak. A non-endologix stent was implanted across the ovation ix rings. The leak was reduced; however, still present. The physician decided to end the procedure and plans to scan at 30 days. Patient was reported to be fine one day post operation. No additional event or patient information was provided.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied responses were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.